Event description:
The facility reported a colleague infusion pump with "fallo canal b (failure channel b)." According to the facility, it is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "fallo canal b (failure channel b)" was confirmed during product evaluation. This condition was caused by a corroded communication harness. The communication harness was replaced to address the cause of the reported problem. A service history review was performed revealing there have been previous reported problems with this device that are the same as or similar to the reported condition. A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed.